Event description:
It was reported that restenosis occurred. In (B)(6) 2024, patient presented with unstable angina and was referred to percutaneous coronary intervention (pci) procedure. The target lesion was located at the 1st obtuse marginal (om) and was treated with a 2.50 mm x 30 mm agent drug coated balloon (dcb). In (B)(6) 2025, the target lesion was revascularized.

Manufacturer narrative:
Detailed product information was not provided to bsc, because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.